Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is completed.

Event description:
It was reported to philips healthcare the heartstart mrx battery failed to power up the device. There was no patient involvement.